Event description:
A male with rectal cancer and hepatitis c, underwent aaa repair in 2007. The procedure was conducted as prescribed. The following month, the physician performed a super low anterior resection and colostomy with double orifices against the rectal cancer. As of 2008, after closure of colostomy, the pt developed peritonitis which led to the iliac leg graft to be infected. The following month, the physician removed the aneurysm and the leg graft and then performed a y-graft replacement with synthetic vessel. Pt is recovering.

Manufacturer narrative:
Event eval: still under investigation.